Manufacturer narrative:
As reported, the balloon of a 0.18 hp 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated at eight atmospheres (atm) but ruptured during initial inflation in a shunt case. The complaint device was replaced with a non-cordis balloon catheter. There was no reported patient injury. Vessel tortuosity and lesion calcification was mild with ninety percent stenosis. The device was not used for a chronic total occlusion (total occlusion greater than three months). The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device maintained negative pressure during preparation. The indeflator gauge did not indicate a loss of pressure when the anomaly was noted. There was no resistance/friction while inserting the balloon into the patient and there was no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend and the balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The same inflation device/syringe was successfully used with other devices. The device was discarded; therefore, it was not returned for evaluation. A product history record (phr) review of lot 82258075 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be determined. The procedure performed was a shunt percutaneous transluminal angioplasty (pta) case and the lesion was described as having 90% stenosis with mild calcification which likely contributed to the reported event. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The product history record review is anticipated; however, it has not been finalized. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 0.18 hp 40 5x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter was inflated at 8 atmospheres (atm) but ruptured during initial inflation in a shunt case. The complaint device was replaced with a non-cordis balloon catheter. There was no reported patient injury. Vessel tortuosity and lesion calcification was mild with ninety percent stenosis. The device was not used for a chronic total occlusion (total occlusion greater than three months). The device was stored, handled, and prepped according to the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop or removing the protective balloon cover nor difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device maintained negative pressure during preparation. The indeflator gauge did not indicate a loss of pressure when the anomaly was noted. There was no resistance/friction while inserting the balloon into the patient and there was no difficulty advancing the balloon catheter through the vessel. The catheter was never in an acute bend and the balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The same inflation device/syringe was successfully used with other devices. The device was discarded; therefore, it will not be returned for evaluation.